Event description:
It was reported that a patient underwent lumbar fusion at l5 (iliac wing with sacral iliac fusion). The existing construct included a custom plate rod that attached to the iliac. Sometime post-op, a screw backed out. The patient underwent revision surgery. The custom device was removed and replaced with a new construct. No additional patient complications were reported.

Manufacturer narrative:
The product was not returned for evaluation. X-rays of l5 junction showed fusion with interbody device at l4/l5 and custom iliac screw to l5 pedicle screw on the left. The iliac screw is backed out at l5 pedicle. The screw appears lateral and may not be in the l5 pedicle.